Manufacturer narrative:
No equipment was returned for evaluation. The report of a pump stoppage caused by a disconnection of the driveline was confirmed based on the evaluation of the submitted system controller log file. The log file captured a single pump stoppage on (B)(6) 2016 between 14:59 - 15:02 while the patient was connected to battery power, which was associated with driveline disconnected alarms. Low speed advisory/hazard and low flow hazard alarms were also recorded during the pump stoppage. Prior to and following the pump stoppage event, the pump appeared to be operating normally with stable parameters and no atypical alarms recorded. Information provided indicated that the pump stoppage was caused by the patient's family member disconnecting the patient¿s driveline in an effort to untangle the cords. It was stated that there was no device failure or malfunction related to the event and no equipment was exchanged. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 88 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had disconnected the driveline on (B)(6) 2016, and that driveline disconnected and low flow alarms occurred. The driveline was disconnected for three minutes prior to being restarted. Analysis of the submitted log file by the manufacturer¿s technical services team confirmed the driveline disconnections, and that after the driveline was reconnected to the system controller, the pump resumed operation. It was reported that the patient was asymptomatic. The staff at facility where the patient was being cared for reported to the lvad implanting center clinicians that from time to time, the patient would disconnect the driveline due to confusion. On the day of this incident, it was reported that a relative had disconnected the patient¿s driveline in an effort to untangle the cords. There had been no device failure or malfunction related to the incident. The patient remains ongoing on lvad support and is in the ICU for non-device related problems. No additional information was provided.